Event description:
It is reported that during kit inspection, it was noticed that the tip of the driver is bent. Upon physical eval on (B)(6) 2015, the tip was noted to be fractured.

Manufacturer narrative:
The hex drivers could have fractured due to off axis eccentric loading or if the drivers were used under power during final tightening of screws. The surgical technique tells the user to complete the final tightening by hand to prevent potential screw cross-threading or damage to the screw or driver. If excessive tightening load is required to seat screws, surgeons are advised to use a solid (not a cannulated) 2.5 mm hex driver. The instrument had a potential field age of approx 7 months at the time of the incident with an unk usage history. Based on info provided, the definitive root cause of this issue cannot be established. As returned, the tip was completely broken off and no further physical damage was observed to the device. Device history records indicate all components were manufactured and inspected to specification.